Event description:
In 2004, the facility's nurse informed the MFR's (MFR.) Clinical specialist of the following: the staff was unable to seat the needles in the valve. Attempted cannuation 5 times; each needle tip was damaged, but intact when removed. All needle types were attempted. The nurses reported that this also happened the last time the pt was in for treatment. The following day, the pt was examined at the hosp and a decision was made by the surgeon to exchange the device. Surgical explant/replacement of a new device in a new location was successful and without complications. No further details were provided at this time.